Manufacturer narrative:
The customer did not provide product information so it was not possible to determine a manufacture date. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer received a blood glucose reading of approximately 300mg/dl on the contour ts, injected insulin accordingly and experienced a very serious hypoglycemic event. Specific information was not provided. Product information was not provided. Product was not expected to be returned and was not replaced.